Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he was unable to get insulin in or out of the reservoir. There were air bubbles in the reservoir. Customer was unable to get the air bubbles out due to the vapor was locked. After troubleshooting, customer will not be returning the reservoir for analysis.